Event description:
A pt had a low anterio resection/left hemicolectomy and the anastomosis was created with the car 27 device. At 30 day post-operation, a rectovaginal fistula and posterior leakage at the anastomosis site was indicated. Sigmoidoscopy was performed and the gastrographin enema confirmed the leakage. The pt did not have any complains because the pt has an ileostomy and the leak was discovered because the pt came to perform the pouchogram, that is a standard of care, before ileostomy closure. The ring was taken out on the same day and a re-do of the anastomosis is scheduled to june.